Event description:
It was reported that over the past year, this right atrial (ra) lead exhibited varying impedances with some measurements exceeding 3000 ohms. All other lead impedance measurements are within normal limits. There was some farfield oversensing of vp on the ra channel. The a blank after vp was extended to 150. Boston scientific technical services (ts) recommended considering unipolar pace with bipolar sense on the ra lead. No adverse patient effects were reproted. The lead remains implanted and in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)